Event description:
The reporter indicated, that the surgeon implanted a 12.6mm vticmo 12.6, implantable collamer lens of diopter, 10.0/1.0/055 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2023, the lens was exchanged for a longer length lens, due to low vault without rotation. Reportedly, "in order to operate as soon as possible, the crystal degree was adjusted". The problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
(B)(4).